Event description:
Mattress cover is delaminating.

Manufacturer narrative:
This mattress was unable to be evaluated so the lot number or where the delamination occurred could not be determined due to the customer discarding the mattress. A new mattress was delivered on 12/26/2013. This problem has been assigned to CAPA (B)(4), and a follow up report will be submitted upon completion of the corrective action.